Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported initially via phone call that they had 3 infusion sets with the bent cannula. It was noted that they called back to troubleshoot the insulin pump. The insulin pump passed the basic occlusion test. They were advised the insulin pump was functioning as designed. The customer¿s blood glucose level was 500 mg/dl. They did not mention any form of treatment. The device will not be returned for analysis.